Event description:
It was reported that during log file review of the ventricular assist device (vad) revealed several motors start events with parameters outside of the typical range. The most recent motor start that occurred on (B)(6) 2025 was due to an accidental double power disconnect by a caregiver. It was noted that the start parameters were normal for that event. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation section 10: unknown device competitor crhf implant date: (B)(6) 2015 - boston scientific corp (bsx) additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420/ catalog#:1420/ expiration date:31-ma3-2025 /serial#: (B)(6) d9: no h3: no h4: mfg date: 05-may-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)), were not returned for evaluation, as the vad and the co ntroller remain in use. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Raw log files were not available for analysis. Review of the available autologs report revealed motor start events recorded on (B)(6) 2022 at 17:42:30, on (B)(6) 2023 at 13:29:34, and on (B)(6) 2024 at 14:30:45, in which the motor start parameters were atypical. However, the available autologs report did not cover the event date. As a result, the reported atypical motor start was confirmed. However, the reported loss of power could not be confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power could be attributed to a disconnection of both power sources as described in the event details. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.